Event description:
Customer reported set leaked at drip chamber while in use on a patient. No harm to patient or user. No additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). The product was received. Investigation is not complete. A follow up report will be submitted with any new relevant information.